Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -10.00/1.0/113 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to an excessive vault. The exchange resolved the problem. Cause reported as unknown.